Manufacturer narrative:
The patient also underwent a clamshell repair in 2020 as reported under MFR #: 2916596-2020-03410. Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images of the damage were provided for review. The submitted log file contained data from (B)(6) 2023 through (B)(6) 2023. No notable events were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and heartmate ii lvas patient handbook, rev. D, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a small tear on their driveline near the exit site. The patient has had a driveline repair previously in 2019. The patient's pump speed was decreased in the clinic from 10000 rpm to 9800 rpm. A review of the log files revealed no unusual events.

Manufacturer narrative:
Related MFR # 2916596-2019-03994 reports the previous driveline repair. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.